Event description:
Patient reported that the lancet device was not fully retracting, which results in a lancet protruding from the end of the device. Patient stated that she accidentally stuck her arm with the protruding lancet. Patient noted that no medical intervention was performed or sought. Technician support requested the return of the suspect product and replacement product was shipped.